Event description:
It was reported that the physician was using a gore flow reversal system (gfrs). The physician noted that the gore balloon wire lost volume before stent placement. The patient was noted to have moderate calcium buildup which was thought to have caused a small hole in the balloon. A distal filter was used and the stent was placed. The patient was doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. A review of the fluoroscopic images stated the following: images confirm the use of the gore balloon wire (gbw) and gore balloon sheath (gbs) prior to stent placement. Images show that the gbw balloon was not fully inflated and the gbs balloon was fully inflated in the single still angiogram showing gfrs components. The calcium buildup note in the event description was not evident on available images. Images confirm the use of the alternative embolic protection device, an ev3/covidien spider filter, noted in the event description.